Event description:
The pt underwent implantation of a dual-chamber pacemaker. Approx 1 month later, the pt presented to the hosp with a history of worsening heart failure and chest pain. They were hospitalized and noted to have episodes of prolonged pauses and clear evidence of lack of ventricular capture. Eval demonstrated that there were very high pacing thresholds in the ventricular lead but the position looked good and stable on fluoroscopy. Dr suspects either micro dislodgement or a problem with the pacemaker/myocardial interface due to threshold rise. The ventricular lead had very high capture thresholds that were close to 8 volts using a pulse width of 0.50 msec. During implantation of a new impulse generator, model number kdr701, kappa dr generator, the physician attempted to place the pin of the proximal lead into the socket of the pacemaker and screw this lead in place. Multiple attempts made to find the set screw were unsuccessful. A new model kdr701 generator was then implanted.